Event description:
On (B)(6) 2012, the pt underwent treatment with a gore excluder device featuring c3 delivery system. On (B)(6) 2012, an aortic extender was placed, resolving a proximal type I endoleak.

Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.